Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm during manual prime. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Customer was not able to troubleshoot in order to determine reason for no delivery. Customer was advised that sets would be replaced.